Event description:
It was reported worn gears and incomplete mesh. The event timing was during previously recovered cadaver skin. There was no patient involvement. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutter did not pass testing due to an incomplete cut and the gears were damaged. The cutter gear was replaced however the cutter was not fully repaired as they would need to be replaced by the account. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.